Event description:
In 2009, the patient's wife reported that the patient has been off of infusion therapy for 2 months per his physician. He began to experience issues with his infusion sites becoming red and swollen. He stated that the irritation develops after the infusion site has been in place for 2 days and at times, his insulin "does not work." He stated that he rotates infusion sites from side to side. He has tried other infusion set types and does not like them. He was educated on alternative infusion sites. He was sent adhesive dressings and information on infusion site management. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.